Manufacturer narrative:
(B)(4). This complaint is deemed reportable to the allegation that an incident occurred where the clips on the bottom of a sling used with a maxi move broke. It is considered that an arjohuntleigh device may have caused or contributed to the event. Since no info was provided by the facility, no investigation could be done. Arjohuntleigh will reopen this complaint if more info becomes available.

Event description:
(B)(4).